Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line of he homechoice set without pausing therapy. The home pt reconnected to the setup and received the alarm. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was asociated with this incident per the home pt.